Manufacturer narrative:
The oc universal joint torque driver was returned for evaluation. Visual inspection revealed corrosion and what appears to be wear on the hex-lobe feature. Mechanical bench-top torque testing was conducted. The device displayed consistent over-torque values during testing. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however during the investigation; it was determined that the device appears to have been subjected to multiple usages which is consistent with the age of the device. It is likely that the device performed out of specification as a result of a possible lack of maintenance. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon attempted to use the angled final tightener to lock the set screws into the plate, but the driver stripped the screw. It was noticed the threads had come off the set screw and the female threads on the plate were also damaged. It is suspected the angled driver was not functioning although all three items involved are being returned. Plate and set screws had to be replaced in the patient.